Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 506, 308, 319 and 426 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl and expected pm fasting blood glucose test result range is 300-400 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer did not have any more of the test strips and was unable to provide test strip lot information; customer stated that the test strips were opened less than 3 months ago. The meter memory was reviewed for previous test result history: result 1: 506 mg/dl date: (B)(6) 2024 time: 8:14 pm fasting result 2: 308 mg/dl date: (B)(6) 2024 time: 10:21 am fasting result 3: 319 mg/dl date: (B)(6) 2024 time: 7:00 am fasting result 4: 426 mg/dl date: (B)(6) 2024 time: 2:00 am fasting (overnight).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 29-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.